Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Analysis of the other lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned for analysis. The helix was disengaged from helical channel. The distal conductor had blood/body fluid (not obstructed) present, and blood was found in/on the helix/lobe mechanism. There was a tip seal observation. The device is part of the advisory for this model.

Event description:
It was reported that during implant attempt, it took approximately 12 turns to fixate the right ventricular lead. Due to poor sensing, the lead was repositioned. It took approximately 20 turns to retract the helix, and then more than 20 turns to extend the helix again. The lead required repositioning again due to poor sensing. The lead was not used, and was replaced. It was also reported that during implant attempt of the left ventricular lead, there were increased thresholds and diaphragm stimulation. The lead was not used, and was replaced. No patient complications have been reported as a result of this event.